Event description:
The customer reported the device was alarming install set. There were no adverse reactions reported during the use of the device. The device was returned for further evaluation. The device was received for evaluation and confirmed the customer reported install set alarm. A review of the downloaded device history log found error 28 (keyboard). The upper housing with keypad was replaced to resolve this error. Test 19 was performed on the device and resulted in failing results due to a loose spring on the left flange which was replaced. Abnormal noise was heard coming from the clamp motor which was replaced to correct the issue. After repair, the device was found to meet specification.